Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that when sensor is removed there was no cannula. Customer was informed that we will be replacing the sensor.